Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned products identified fracture screw inside the implant drive feature. Damages to implant body most likely from removal process. Device history record (DHR) review for iunihg could not be performed since the lot number was not available. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: screw). Therefore, based on the available information, the reported device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported fracture of goldtite screw in the implant at tooth site 35. The implant was removed. No other implant was placed to finish the procedure.